Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case when starting set-up to obtain a spin, both the main cart and camera cart "took a while" to load and then both screens went black. Site rebooted system and received the medtronic blue screen and the camera cart displayed the connecting to ip message. Clinical specialist (cs) reported site rebooted multiple times and system performed as expected after last reboot and continued with case. Cs also reported system was plugged into a boom. Patient present. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0, ubd: , UDI#: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.